Manufacturer narrative:
A device history record review for the lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer¿s acceptance criteria. A complaint history examination indicates no additional complaints were associated with the probe lots. Because a sample was not returned, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported observing shiny opaque particles expel from the cutter during a vitreoretinal procedure of the right eye. The surgeon removed as much of the foreign material as possible; however, it could not be confirmed that all of the particles were removed. There was no harm to the patient. No further information is expected.

Manufacturer narrative:
A review of the digital video disc (dvd) returned was performed. No backflow of foreign material from the cutter is observed during the review of the video. No issues with the operation of the probe were observed during the video review. The evaluation of the probe from the dvd did not confirm a back flow of material moving away from the probe. The reason why the customer believed there was a flow away from the probe could not be determined from this complaint investigation. A probe does not have any feature that controls the back flow of material out of its port. The use of the probe by the end user and the machine settings would be a more probable cause for any back current from the probe port. (B)(4).